Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the right side. Subsequently, the patient experienced pain. Their mir showed bone cysts on the lateral condyle. The surgeon revised the patient to a new cc femur stem, and an augment was implanted. No issues with surgery. Patient was last known to be in stable condition. No further information available.

Manufacturer narrative:
D10: 02-020-11-0340 - truliant ps cem fem ps cem right sz 4: (B)(6). 02-022-44-4009 - truliant tib imp psc insert sz 4, 9mm: (B)(6). 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t: (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). 201-78-15 - holding pin mini sharp point 4 pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-31 - threaded pin size 2.6 collarless 2pk: (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). 203-96-52 - stryker kms2512.m62 90x25x1.19mm: (B)(6). 203-96-67 - fan sawblade ez2213f.m63 90x22 1.27mm strkr 5/6/7: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.